Event description:
There was no further information from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date is 29oct2025.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue was found during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure of noisy image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in nozzle. Based on the results of the investigation, a probable root cause for the malfunction of foreign material in the nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.